Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of a 60-70 mm diameter thoracic aortic aneurysm. It was reported that during the implant procedure, the vnmf4040c183tj was inserted proximally after another valiant navion stent graft was successfully implanted distally. The vnmf4040c183tj was implanted along the greater curve. When the delivery system was removed, the tip became caught inside the curved portion of the proximal stent graft. The wire was pushed to the greater curvature again and when the delivery system was removed, it was noted that the vnmf4040c183tj had dislodged distally. The physician then implanted a non-medtronic stent graft cuff in the proximal region as treatment, however a type ia endoleak remained. As per the physician, the cause of the event was the patient anatomy. It was noted that the proximal neck was 20mm which was short, and there was a large aneurysm at distal aortic arch, thus it was difficult to adjust. No additional clinical sequelae were reported and the patient will be monitored.